Event description:
Decreased sensing down to 0.4 mv with intermittent complete loss and increased thresholds. The lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.